Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient underwent surgery during which the ipg was explanted and replaced. Stimulation was restored post-operatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported she was unable to communicate with the ipg using the charger and programmer. The patient stated having charged the ipg on a routine basis. The inability to establish communication was confirmed by the sjm representative. Surgical intervention is planned to address the issue.